Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and a sling was implanted . The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with the concurrent procedures of abdominal sacral colpopexy, cystocele repair with graft, perineoplasty, and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-07117. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure of revision of mesh and new implant and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection and urinary problems. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-07117. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 concurrently with mesh revision/removal. No additional information was provided.